Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect after slipping and falling in a swimming pool. It was subsequently reported that the pt needed a lead revision and possible lead replacement. Her leads were all left of the midline and she no longer received stimulation coverage on the right side. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.